Event description:
Ambulance personnel were called to an 85 yr old male complaining of chest pain. Using the 3-lead monitoring cable, the pt was diagnosed in sinus tachycardia. After moving the pt into the ambulance, the pt converted to ventricular fibrillation. The defib electrodes and cable were connected and the electrocardiogram analysis was attempted. The device gave a continuous 'connect electrodes' message and electrocardiogram analysis was inhibited. The pt was transported to the hosp (approx. 2 minutes away) and defribillation therapy was administered in the emergency room. The pt was not resuscitated. The reporter indicated he was unsure if the alleged malfunction may have caused or contributed to the pt's death.